Event description:
It was reported that during a complicated ptca procedure, involving a lesion located in the right coronary artery (rca), the physician experienced difficulty with the liberte' monorail stent delivery system. The physician direct stented the distal rca. He attempted to adverse a liberte' monorail stent for placement proximally to the first stent. Resistance was noted during advancement. The stent was deployed, but there was a great deal of residual reported so the physician attempted to reinflate the balloon again. The physician was unable to remove the device due to a high degree of resistance. It was reported that during the removal attempt, the catheter's proximal balloon portion remained in the vessel, detached from the monorail section and stretched beyond the hypotube. The physician noted the vessel was perforted and sent the pt to theatre where the detached balloon portion was successfully removed with a snare. Pt status is reported as 'satisfactory'.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental MDR will be submitted upon completion of the investigation.